Event description:
Additional information received reported the patient's catheter was replaced and was now therapeutic.

Event description:
It was reported that the patient had been doing some air travel. The percent change in dosing that could occur when "there was a decrease in pressure" was discussed. The patient was noted to have had "a little change in her therapy". It was further reported that the patient experienced itching and a "significant rash all over her body". Possible catheter issues were also considered at that time. It was further reported that a catheter migration or dislodgement occurred. The catheter will be revised in the next week. The patient experienced increased spasticity. The patient's status at the time of the report was unknown. The medication used within the system was lioresal. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).